Event description:
When attempting to attach transport monitor to a pediatric patient, the zoll (propaq md) front screen displayed "sensor failure" in the spo2 section. Multiple sticky pulse oximeter probes (sensors) were switched to see if the monitor would work. A secondary zoll cable was attached with the same "sensor failure" showing in the spo2 box. Unable to troubleshoot the failure. Decision made to use portable continuous finger pulse oximeter from respiratory therapy to monitor the patient during flight.